Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting, patient x-rays are not available for examination. A complaint database search finds no other reported incidents against the reportedly loose stem product (B)(4) lot cj6cy1 since its release for distribution. The remaining product is a now obsolete asr platform device. Per follow up there was no known issues with the asr device. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain and disability. In addition, the patient has been exposed to chromium and cobalt as a result of the asr implant and has been damaged physically from said exposure. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to stem loosening.